Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0swf3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she had sudden frequency and a return of symptoms in (B)(6) 2015 and it was determined that the lead was broken. The issue was resolved following moving the implantable neurostimulator (ins) from the right hip to the left hip and placing a new lead.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no anomaly. Analysis of the lead revealed that the proximal end was broken off inside the ins port. The lead conductor was broken due to overstress/damage.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0swf3, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had an appointment scheduled for (B)(6) 2015. Diagnostic testing and troubleshooting included impedance testing and x-rays. The ins looked as though it had twisted in the pocket until the lead eventually broke. The lead was broken near the ins. The patient¿s doctor wanted the device looked at for defects. The product issue was not resolved and the cause of the issue was not determined. The patient had less than 50 percent therapy relief and the location of the issue or symptom was the device pocket or lead location. The implantable neurostimulator (ins) and lead were explanted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no stimulation sensation. The patient increased her stimulation to almost 6v and she was at 3v normally and not feeling stimulation. She was on program 4 and not feeling anything after increasing to the highest amount. The patient tried program 1 and felt nothing as well when she increased it. Program 2 and 3 were also tried and nothing felt. No falls or trauma was reported. The patient had not felt stimulation for a couple of weeks. Additional information reported impedance testing was carried out. A kidneys, ureters and bladder (kub) x-ray showed the lead and battery were not connected. The patient was placed on operating room schedule to correct this (B)(6) 2015. No outcome was reported regarding this event, the patient was still being treated at time of this report.